Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and multiple cartridge alarms occurred during the load sequence with multiple cartridges. The customer's blood glucose level was 182 mg/dl. A replacement pump was sent to the customer.